Manufacturer narrative:
A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. The event of erosion is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient experienced erosion with an implanted xen®45 gts in the right eye. It was noted that "there was no surgical manipulation that could have contributed to the event and there was no thinning conjunctiva". Device was removed and event resolved.